Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va02y9t, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that the patient had gone in approximately 2 weeks prior to the date of this report with pain around the right implantable neurostimulator (ins). It was noted that it was tender to touch. A computed tomography (CT) and ultrasound were performed and there was no fluid around the deep brain stimulator. The patient¿s work up for infection was negative. It was further noted that the deep brain stimulator was shut off. The patient had a follow up on (B)(6) 2014 and had no pain but wanted her report run by others. All impedances were out of range but nothing was showing a blatant open. All impedances were elevated from typical normal range. It was noted that historical impedances could possibly provide information on when the change had occurred and that perhaps the impedances preceded the pain. It was noted that they did not think impedances would cause pain. Additional information received reported no malfunctions were seen or cause determined. The patient outcome was that the patient reported no pain and the battery was turned back on but was at a lower voltage.